Event description:
The customer reported to beckman coulter (bec) that there was a blue fluid leak of approximately 10 ml from the rinse block on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and indicated that a low vacuum tube that goes to pin 2 of the rinse block was pinched (obstructed). The fse fixed the tubing. The fse also cleaned out vacuum chamber (vc6) as clenz was plugging the port inside the chamber that goes to pinch valve (pv50) at feed through fitting (ff126). System performance was verified. Failure mode was attributed to the vacuum tubing at the probe wipe rinse block which caused to overflow of clenz into the vacuum chamber (vc6). (B)(4).